Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. E1 - initial reporter address 1: (B)(6). H6: corrected device codes.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was concerting and broke by the lesion. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was concertinaed and broke by the lesion. No patient complications were reported.